Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') and genital haemorrhage ('abnormal bleeding(general)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006 and menstrual cramp. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster scalpingecotomy, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 & 3 processed together. Pfs received- new event hip pain was added. The outcome of event genital bleeding, vaginal bleeding, menorrhagia, fatigue and bladder disorder was updated from unknown to recovered. Event onset date was added. On (B)(6) 2019: fu 2 & 3 processed together. Pfs received- no new significant information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') in a 30-year-old female patient who had essure (batch no. 646617- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006 and menstrual cramp. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster scalpingecotomy, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') in a 30-year-old female patient who had essure (batch no. 646617- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006 and menstrual cramp. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster "salpingectomy", laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. This lot 646617 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') in a 30-year-old female patient who had essure (batch no. 646617- inv, 646517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006, menstrual cramp and multiparous. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In january 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster scalpingecotomy, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 post placement, 3 coils were visible on the right and 4 coils visible on the left. This lot 646617 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') in a 30-year-old female patient who had essure (batch no. 646617- inv, 646517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006, menstrual cramp and multiparous. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster scalpingecotomy, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 post placement, 3 coils were visible on the right and 4 coils visible on the left. This lot 646617 is not valid. Most recent follow-up information incorporated above includes: on 16-dec-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006 and menstrual cramp. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), vaginal disorder ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster salpingectomy,, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, vaginal disorder, urinary tract disorder, migraine, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown and the mood swings, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr was received- new events- ¿pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone¿, hormonal changes describe: mood swings, abnormal bleeding(general), abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: nickel/ nickel allergy, infection: vaginosis, psychological or psychiatric problems condition: depression, rashes or skin conditions type: itchy rashes, bladder problems or changes/bladder issues, urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping) / menstrual cramps, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, metallic odor from sweat, patient did not undergo essure confirmation test¿, historical drug, medical history and concomitant drugs were added. Outcome for the events: ¿dysmenorrhea (cramping) / menstrual cramps, rashes or skin conditions type: itchy rashes, metallic odor from sweat, fatigue, psychological or psychiatric problems condition: depression, hormonal changes describe: mood swings, bladder problems or changes, and nausea¿ were updated to ¿recovered / resolved¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / both sides of pelvic area about four inches pubic bone and an inch from each hip bone') in a 30-year-old female patient who had essure (batch no. 646617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included tendonitis in 2006 and menstrual cramp. Previously administered products included for birth control: ortho evra from 2004 to 2005; for an unreported indication: steroids in 2006. Past adverse reactions to the above products included pregnancy with ortho evra. Concomitant products included paracetamol (tylenol) since 2009 and sulfamethoxazole;trimethoprim (mortin) since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes or skin conditions type: itchy rashes"), bladder disorder ("bladder problems or changes/bladder issues"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced skin odour abnormal ("metallic odor from sweat"). The patient was treated with surgery (partial hysterectomy with bolster scalpingecotomy, laparoscopically - uterus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, urinary tract disorder, migraine, dyspareunia, vaginal discharge, alopecia and arthralgia outcome was unknown and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, depression, rash pruritic, bladder disorder, nausea, dysmenorrhoea, fatigue and skin odour abnormal had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, skin odour abnormal, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.